Manufacturer narrative:
This report is for an unk - guides/sleeves/aiming: guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for mandible osteotomy surgery and during the surgery, the mandible guide holes were unable to reach, and plates weren't placed in correct position. Also, guide didn't accommodate the drill to fit in the mouth, trouble seating the guides, not enough images to support guide fixation, screws are failed/ pulled out, and braces also started coming off. The surgery was completed with two hours delay. The patient outcome was unknown. Concomitant devices reported: unknown guide (part# unknown, lot# unknown, quantity unknown), unknown matrix orthognathic plate (part# unknown, lot# unknown, quantity unknown). This complaint involves three (3) devices. This report is for (1) unk - guides/sleeves/aiming: guide. This is report 1 of 1 for (B)(4).

Event description:
The initial complaint was reviewed after the specific part number was received, and it was found that synthes is not the legal manufacturer of the device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, d, g1, h1: the initial complaint was reviewed after the specific part number was received, and it was found that synthes is not the legal manufacturer of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.